Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's blood glucose was 504 mg/dl at the time of incident. The customer's blood glucose was 116 mg/dl at the time of call. The customer's daughter stated that they treated the high blood glucose with the insulin pump. The customer's daughter declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer's daughter stated that the reservoir leaving the site in place for extended use. The reservoir will not be returned for analysis.